Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, during the second instance of the malfunction, the customer had already reverted to manual injections for therapy. The customer reported that they would continue use of manual injections as insulin therapy.